Manufacturer narrative:
Device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a depleted battery error. There was unknown patient involvement.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product was returned. The investigation determined the most probable cause to be the battery not being charged or the battery not operating as intended (dead); however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.d9 and h3 device not returned.